Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that there was a gap around the rubber glue of the bending section and the foreign material adhered under the glue. The foreign material cannot be removed even if the correct reprocess was performed due to the gap. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Brown dark material at the gap between the a-rubber and a-rubber glue from the provided pictures. Furthermore, the a-rubber glue was chipped throughout, not in the particular area. It was presumed that the a-rubber got gradually deteriorated by accumulation of chemical stress from chemical agents or physical stress such as repeatedly squeezing the distal end. Then the a-rubber glue might have chipped. The chip of the a-rubber glue might have made slightly detach (gap) from the a-rubber. Foreign material might have gotten into the gap, become difficult to be removed by reprocessing and remained. The foreign material is thought to be living body origin for dark brown color.